Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/17/2018 that on (B)(6) 2018, there was a needle retraction issue. The sensor was inserted into the abdomen on (B)(6) 2018. No product was provided for evaluation. Confirmation of the reported needle retraction issue could not be determined. A probable cause could not be determined. No additional event or patient information is available.